Event description:
Hill-rom received a complaint that the customer has issues with the excelcare bariatric bed frame drifting down in the head section. A field service technician was dispatched to perform the repair. Upon inspection of the bed, the technician determined that the problem was caused by incorrect tension on the CPR cable, causing unintentional engagement of the CPR function. The technician adjusted the tension on the CPR cable and verified its proper operation. Hill-rom is reporting this malfunction in compliance with 803.3 where this failure mod was involved in an adverse event on (B)(4) 2009 indicated in MDR 1045510-2009-00021.